Event description:
This is the 2nd ommaya reservior implanted on this patient with non-hodgkins lymphoma. First device implanted ~2years ago and removed 9 days later for obvious leakage of csf fluid. After placement of the 2nd device, a fluid fistula had developed and there was leakage of csf through the skin. The patient was returned to the or 2 days after the removal so the second device could be removed. Cause of leakage remains unknown. Manufacturer has not yet been notified; however, plan is to notify once report submitted.